Event description:
The customer's father reported via phone call that the customer had been experiencing some unexplained high blood glucose levels. The customer's father reported having blood glucose levels up to 475 mg/dl, which were treated with manual injections. Blood glucose level at the time of the call was 290 mg/dl. Troubleshooting showed that the insulin pump was functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.